Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was 414 mg/dl. Customer is using expired sensors and advised to use newer sensor in the white box. Customer was advised that we send new press serter. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 414 mg/dl. The customer declined to troubleshoot for high blood glucose because he did not bolus enough for food. Customer knows why he was high. Customer was advised the 2 high blood glucose rule.